Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alar noted during our testing. The insulin pump has minor scratched display window, cracked display window corner, cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a button error alarm, an unresponsive keypad, and high blood glucose levels. The customer's blood glucose level was in the 400 mg/dl range. The customer stated that the blood glucose levels were high, so she bolused, and then received the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.